Event description:
It was reported during a laparoscopic appendectomy procedure, the device did not work from testing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.